Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 65 mg/dl and food was consumed to address the low bg level. The customer stated that the low bg was a result of she not eating the amount of food that she bolused for and being physically active around the time of the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.